Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: 2201604 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported that the bd quincke spinal needles stylet difficule to remove from needle. The following information was provided by the initial reporter, "we used a spinal needle for a patient where the position was disturbed because it was difficult to get the conductor out of the needle. We had to put that patient to sleep. On the other patient where we had these problems, the spinal took, but it was difficult to get the conductor out of the cannula."

Event description:
It was reported that the bd quincke spinal needles stylet difficile to remove from needle. The following information was provided by the initial reporter: we used a spinal needle for a patient where the position was disturbed because it was difficult to get the conductor out of the needle. We had to put that patient to sleep. On the other patient where we had these problems, the spinal took but it was difficult to get the conductor out of the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: a case of twenty-five spinal needles was provided to our quality team for investigation. The products were visually inspected using magnification, no damage or defects were observed. Functional testing was performed, testing the grip traction, while some resistance was noted, all results were within required limits. A device history review was performed for lot 2204604, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of testing and inspections throughout the manufacturing process the ensure the quality and functionality of the device, including verification the needle is free from damage or defects and all critical dimensions are within specification. All inspections for lot 2204604 were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.